Event description:
Customer's mother called to report daughter had blood glucose (bg) of 500mg/dl in the morning. They had started this pod in the evening, and her high bgs occurred after the new pod was activated. Mother gave multiple bolus insulin doses throughout the evening with little effect. In the morning, her daughter had ketones in her urine so mother changed the pod at 10:30 am. Bg levels then came down. No further information available.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.